Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
On (B)(6) 2025, the patient underwent a pulse field ablation (pfa) procedure using a farawave catheter and was discharged the same day. On (B)(6) 2025, the patient awoke with difficulty finding words and experienced a transient ischemic attack (tia). The patient went to the emergency room that evening and was diagnosed with a stroke presenting as expressive aphasia. A full stroke workup was completed by the neurology team, including a brain MRI, CT of the head and neck, echocardiogram, and a speech evaluation. The MRI revealed an acute left frontal infarct. The patient was discharged the following day with instructions to follow up with neurology as an outpatient.